Event description:
Caller alleging discrepant result on patient. Therapeutic range unknown. Inratio = 2.4 v, lab = 1.9. Testing performed within ten minutes.

Manufacturer narrative:
Analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. A review of recent in-house therapeutic sample testing found retained strips met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time. This issue will continue to be tracked and trended.